Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was wound infection. The outcome was resolved without sequelae. Interventions included medications administered. The event resulted in an unscheduled clinic or office visit. Diagnostic type included examination. The etiology was noted as not related to the device or therapy and related to the procedure specifically surgery/anesthesia. The patient informed the offices that she had wound healing issues with associated redness, increased pain, and pus. The patient was seen for a wound check. There was no fevers or chills but continued pain at the thoracic site. Keflex was started 500 mg qid x 7 days. Relevant medical history included: spinal pain.

Event description:
Additional information received from the healthcare professional (hcp) reported that antibiotics were prescribed. The patient reported that an office appointment scheduled.